Manufacturer narrative:
(B)(4).

Event description:
It was reported that this complaint involved a (B)(6) female patient. The doctor performing the insertion in the jugularis interna, attempted to remove the swg from the needle, however the swg unraveled. As a result, a new kit was opened and used to successfully complete the procedure. There was no reported delay, death, or complication as a result of this issue or occurrence.